Event description:
It is reported that the patient was revised due to the presence of a hematoma.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: hematoma (or internal bleeding) is a general complication after knee surgery and is unlikely that the implanted device contributed to this. X-rays were not provided and operative notes do not provide information on hematoma diagnosis. The hematoma may have been caused by post operative complication and/or patient trauma/injury but the definitive reason cannot be determined with the available information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.